Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28 lot# va0q4mj serial# implanted: 2015 (B)(6) explanted: 2015 (B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: they had no idea what circumstances may have led to the infection; the infection had resolved in 3-4 days after device was removed in (B)(6) 2015. There were no further complications anticipated or reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0q4mj, product type: lead. All codes apply to both lead and ins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor it was reported that the patient had an infection. Patient stated the implanted system was removed. About a month after the explant the patient stated they spoke with someone and provided the information. There were no further complications reported.